Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. During testing, the iesu displayed error code c34 at startup, and the logs recorded codes m11, c00, and m b1. The iesu will be returned to the original equipment manufacturer. The probable root cause is attributed to generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe had error c34 and used third party iesu to complete the procedure. The procedure was completed with no reported injury.